Event description:
The patient reported that the pump and the battery were both very hot to the touch while attempting a routine battery change. She denied any burn or injury as a result of the reported incident. The patient stated that she had last changed the battery a few weeks ago, and there was no sign of corrosion or moisture in the battery compartment or on the battery cap. She stated that there was no physical damage to the battery cap and compartment, and that the battery cap was able to attach securely to the pump. The patient confirmed that the battery cap has never been changed; the cap is original to the pump from (B)(6) 2009. The user guide instructs the user to change the battery cap every six months.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.